Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose of 436mg/dl and that the insulin pump leaks. Customer declined high blood glucose troubleshooting. Customer indicated that they will send in the infusion set for analysis. No further details given.